Event description:
Report received from abbott international affiliate of a leak. It was reported that bleeding occurred from a tubing hole at the junction where the tubing meets the safeset ii port. The reporter replaced the custom monitoring kit with a new one as soon as she noticed the bleeding. The amount of the bleedback was reportedly very small and there was no patient harm. Additional information has been requested. No additional information has yet been provided.